Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering a non-tandem usb cable into the charging port at a certain angle. Additionally, a power source alert occurred. Reportedly, the power source alert cleared after leaving the pump plugged into the power source. The customer's blood glucose level was 82 mg/dl. A replacement usb cable was sent to the customer. Multiple contact attempts were made by tandem technical support to determine if the issue was resolved after using the replacement usb cable; however, no additional information could be obtained.